Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 109 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.